Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing facility for investigation. The returned sample was inspected under the microscope. Visual inspection revealed that a one (1) piece of the lens was stuck in the unfolder cartridge ((B)(4)). No viscosurgical ophthalmic device (ovd) residue was observed in the cartridge. Stuck in cartridge refers to iol that does not advance through the cartridge and could be related to a use error due to non viscoelastics use. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.